Event description:
(1/3, reference (B)(4) for related complaints) (documenting incident # 1) per email: inbound. Patient reports this is the third time cassette caused no disposable pump alarm with prefilled remodulin cassette. Stated alarm was prior to time to change cassette. No lot number. Patient is on tadalafil and remodulin. No further details provided.